Event description:
Iabp was inserted prior to transfer to another facility. Blood culture drawn on admission to this hospital from line grew mycobacterium species, rapid grower. Blood culture drawn peripherally had no growth after 5 days. This positive growth is suspected to be a contamination possibly from the iabp.